Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented in clinic for routine follow up showing noise on the ventricular channel. It was noted that the patient is dependent. Physician elected to open the pocket to determine the cause of the noise and found that the set screw was loose in the device header. Set screw was tightened and the noise was terminated. Patient was stable before, during and after the procedure.